Manufacturer narrative:
The reported events of header anomaly, sensing anomaly, pacing output anomaly, high pacing lead impedance, and high defib impedance were confirmed. The device was above elective replacement indicator (eri) upon receipt. Functional testing in the laboratory replicated all reported events on the bench. The cause of the reported events was due to an anomalous integrated circuit in the hybrid.

Event description:
During remote monitoring, episodes of loss of capture, oversensing, r-wave amp variation, high pacing impedance, and high defibrillation impedance were observed on the right ventricular (rv) lead. A revision procedure was performed to replace the rv lead, however, the same electrical anomalies were observed on the replacement rv lead. A header anomaly of the device was then suspected to have been the cause of the electrical anomalies. The device was explanted and replaced, and all electrical measurements were normal and in range. The patient was in stable condition.